Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for service and evaluation. During the investigation a run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with e-box, which was replaced along with bearings, wiring, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.